Event description:
It was reported that during an implant procedure on 4dec2025, the patient experienced oxygen desaturation. The physician explanted all devices and aborted the procedure. The patient has since recovered.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.